Event description:
Patient with stress urinary incontinence (sui) and leg pain, likely from bilateral obturator nerve impingement following monarc sling placement approximately five years ago. She had a surgical exploration and partial removal of sling approximately nine months prior to this event which led to resolution of her vaginal pain, but recurrence of her sui and she continues to have bilateral leg pain. Her pain has led to decreased physical activity and she has gained 40lbs over the past year. She currently denies muscle weakness but does also report numbness on top of her right foot that she attributes to the sling as well.